Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not inflate due to the presence of solidified media in the inflation lumen. The device was placed in the water bath in order to allow the media to soften. The device was removed from the water bath and again an inflation attempt was made. Liquid was observed to be leaking from a balloon pinhole located at approx. 2 mm distal to the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation. The procedure was completed with another of the same device. No patient complications reported.